Event description:
An endeavor spring rx drug-eluting stent, 3.0mm diameter x 24mm length, was implanted into a patient for the treatment of a lesion in the lad. It was reported that the stent was noted to have strut separation near a bifurcation (lad and 2nd diagonal). Another 2.5mm x 12mm endeavor sprint rx drug-eluting stent was inserted inside the deployed stent and dislodged upon withdrawal (MDR# 2953200-2009-00610). It was reported that the lesion had been pre-dilated with a sprinter legend balloon to 16atm for 5 seconds and then a further 14atm for an unknown length of time. The stent itself was inflated to 18atm for 8 seconds and then to 21atm for 5 seconds. The stent was then post dilated with an nc sprinter balloon to 14atm for 12 seconds. The physician then implanted a 3.0mm x 9mm endeavor sprint rx drug-eluting stent into the stent with strut separation, with satisfactory results.

Manufacturer narrative:
Conclusions - other, (pending cd evaluation).